Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [20 mg/ml] at a dose of 4.5 mg/day, bupivacaine [8 mg/ml] at a dose of 1.8 mg/day, and fentanyl [3000 mcg/ml] at a dose of 675 mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported on (B)(6) 2018 that there were three unexplained motor stalls on (B)(6) 2018. It was reported that the date of the event was asked but unknown (note this is conflicting with the report of the first stall occurring on (B)(6) 2018). A photo of the physician programmer showing the logs revealed that each of the stalls recovered; the dates and times of the stalls and recoveries were: (B)(6) 2018 at 11:54 motor stall occurred (B)(6) 2018 at 12:02 motor stall recovery occurred (B)(6) 2018 at 14:45 motor stall occurred (B)(6) 2018 at 14:53 motor stall recovery occurred (B)(6) 2018 at 10:41 motor stall occurred (B)(6) 2018 at 10:47 motor stall recovery occurred it was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump was completely explanted and replaced on (B)(6) 2018 but would not be returned as the customer refused return despite being notified the product should be returned. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the issue was resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.